Manufacturer narrative:
A2: age at time of event: 67 years old at the time of study enrollment.

Event description:
Imperial clinical study. It was reported that vessel dissection occurred.. The subject was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in the left distal superficial femoral artery (sfa) with 80% stenosis and was 100 mm long with a proximal reference vessel diameter of 6.00 mm and distal reference vessel diameter of 6.00 mm and was classified as a tasc ii b lesion. Pre-dilatation of long lesion in the left sfa was performed with a 6 x 100 mm mustang balloon. Post balloon dilatation, the result was inadequate, and a dissection was noted in the proximal part of the distal sfa. The lesion was stented with a 7 x 80 mm and a 7 x 60 mm study stent in an overlapping manner. Following post-dilatation, residual stenosis was 0% and the subject was discharged on dual antiplatelet therapy. It was further reported that the mustang balloon was used for dilatation covering the long area disease at 14 atmopsheres.

Manufacturer narrative:
Age at time of event: (B)(6) at the time of study enrollment.

Event description:
Imperial clinical study. It was reported that vessel dissection occurred. The subject was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in the left distal superficial femoral artery (sfa) with 80% stenosis and was 100 mm long with a proximal reference vessel diameter of 6.00 mm and distal reference vessel diameter of 6.00 mm and was classified as a tasc ii b lesion. Pre-dilatation of long lesion in the left sfa was performed with a 6 x 100 mm mustang balloon. Post balloon dilatation, the result was inadequate, and a dissection was noted in the proximal part of the distal sfa. The lesion was stented with a 7 x 80 mm and a 7 x 60 mm study stent in an overlapping manner. Following post-dilatation, residual stenosis was 0% and the subject was discharged on dual antiplatelet therapy.